Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported via the rep that the patient¿s daughter called them on the day of the call to mention that the patient had an event involving an MRI scan last (B)(6) 2017 and they were looking for a health care physician (hcp) to work with them involving the patient¿s interstim system. It was noted the patient was being seen at the veteran¿s affairs (va) home but they didn¿t have a managing hcp for the interstim. It was reported the patient had an MRI scan in (B)(6) 2017 for a heart attack and stroke that were unrelated to the interstim system and they did some type of full body MRI at the time. It was noted the patient the patient¿s family were vocal about not doing an MRI at the time but an MRI was done anyway. The patient was ¿burned up pretty bad,¿ per the patient¿s daughter but the caller didn¿t know what the daughter meant by this. The rep didn¿t think the patient has used stim since the MRI was done due to the adverse event associated with the MRI scan. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a second manufacturer representative (rep). The rep saw the patient in the past week and they said the device was functioning normally; this conflicts with what was previously reported. This second rep had no information regarding any MRI event. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.